Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken connector. The generator was returned for service. There was no pa tient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of broken connector, both output connectors were broken and it was additionally noted that the battery drawer would stick and that the main seal was sticking out of the case (pinched) over the battery drawer, that the lower case was warped and broken, the hanger was broken and contaminated, the keypad was contaminated and its window scratched, the encoder assembly and two knobs were rusted, both output nuts were discolored and the hanger screw was contaminated. All found defective parts were replaced and all other identified issues were resolved and the device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.